Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination, it was noted that there was over-sensing of noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). The ra lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.